Event description:
The pt was implanted with a bi-ventricular assist device (vad). It was reported by the vad coordinator that the pt experienced an air leak from the pvad lvad near the pump head and pneumatic tubing. It was also reported that the pt is in good condition and the pump function was not affected by the air leak. Per additional info, it was reported that the air leak was noted to be coming from the pvad lvad housing and the area of the leak was located around the outer metal seal. The hospital staff attempted to seal the leak with bone wax and duct tape; however, there was no improvement. Ten days later, the pvad lvad was exchanged. No further issues have been reported. The pt remains ongoing.

Manufacturer narrative:
Pt remains ongoing with the pvad lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.